Event description:
It was reported that after a successful insertion, the tabs of the peel-away sheath separated. After trying to remove the sheath using a balloon catheter, the physician was only successful in removing part of the sheath. The portion that was retained was removed surgically. There were no associated patient complications.